Event description:
The distributor contacted animas on (B)(6) 2012 reporting that the pump up, down, and ok buttons were unresponsive to presses. No further information was reported. This report is made based on the allegation of the down arrow button response issue.

Manufacturer narrative:
Follow-up # 1 (B)(4) 2012. Device evaluation: the insulin pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: on investigation, the keypad was found to be fully intact without peeling or visible damage. All of the keypad buttons were intermittently unresponsive when tested. The keypad cover was removed for investigation and revealed contamination under the contacts of all the buttons and the contrast button was noted to be misaligned. Unrelated to the complaint, evaluation revealed a discolored display screen, which has no effect on insulin delivery function. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(4).